Event description:
The reviewed literature article contained a case report of a pt with an extracted medtronic delta valve, ventricular catheter and peritoneal catheter. The source literature reported that the pt had two episodes of shunt malfunction within two days of surgery. One due to immediate proximal obstruction and one due to distal airlock.

Manufacturer narrative:
(B)(4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device information. Contact with the corresponding author has been unsuccessful in yielding additional device information. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The instructions for use that accompany our delta valves/shunts caution that the system may become internally occluded due to tissue fragment, blood clots, tumor cell aggregates, bacterial colonization, or other debris. All of our valves are 100% tested at the time of manufacture. Ellis mj, kazina cj, et al. Treatment of recurrent ventriculoperitoneal shunt failure associated with persistent cerebrospinal fluid eosinophilia and latex allergy by use of an "extracted" shunt. J neurosurg pediatrics 2008 march; 1:237-239.